Event description:
The customer reported that the transformer housing of her pump in style breast pump is cracked and looks like it will fall apart any minute to expose underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with customer, the customer indicated that on the bottom of the transformer where the cord attaches, there is a breach exposing underlying electronics. The customer did not report any signs of fire, sparks or melting, nor did she report any injuries. The customer also stated that she would be sending the damaged product back to us. As of the date of this report, the product has not been received by medela. Should the original product be returned and evaluated resulting in new information, a follow-up report will be filed. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.